Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found cannula broken, and all parts of the cannula were still present.

Event description:
The customer reported via phone call of sensor error and issues with inserter not releasing properly. The customer states one of the sensors caused the customer to start bleeding, and the second sensor received a sensor error. The customer's blood glucose level at the time was 200mg/dl. The customer states the serter does not release the sensor after the second button press. Troubleshoot was conducted, and the sensor was found to be bent. The customer was advised the sensor and serter would be replaced and returned for analysis.